Event description:
It was reported that during use of the ptd, the basket separated from the cable and remained in the graft. The basket was successfully removed using a snare. There were no further complications.